Manufacturer narrative:
A ge field engineer has investigated the site. There was no system malfunction and no concern for similar injuries occurring in the future. The operator's manual contains instructions on how to properly extract a pt from the gantry. However, this injury appears to be related to the technician's pre-existing condition.

Event description:
It was reported that a technician injured his shoulder while manually pulling a patient out of the gantry with one hand. The injury was teated immediately in the emergency room.